Event description:
During a surgical procedure, the left femoral lift fell from the table. It was noted by medwatch, the bar has 4 screws that were supposed to hold the t extension of lift to table. None of these were still attached. The staff was able to put this extension back in place and finish the surgery. The table was also checked by their bio-med dept after the case was completed. The customer is requesting education on routine maintenance. It was also noted, no injury to pt.